Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not delivering insulin as intended. Additionally, the pump battery was depleting quickly and the pump touch screen was unreadable because the touch screen was scratched. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received. There was no reported impact to customer's blood glucose level.